Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b1; b2; b4; b5; g3; h1; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Correspondence has indicated that the patient does not require further treatment or revision surgery. All available information has been provided.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient began experiencing symptoms and presented at the clinic where radiological examination revealed osteolysis. The patient is currently undergoing further examination. A revision of the knee joint may be necessary. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 2 for cemented use only: catalog#00598002702, lot#64425375; lps flex femoral component-option for cemented use only size d left: catalog#00596801451, lot#64595008. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.